Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
While suturing the bowel during a laparoscopic sleeve procedure, the needle disengaged from the jaws of t he device and fell into the patient cavity. The disengaged component was retrieved with graspers. No known impact or consequence to the patient.